Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter tip broke off during insertion. The broken fragment was retrieved. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information received on 1/26/2023: this was discovered during a shoulder arthroscopy procedure. After the tip of the fibertak was removed, the anchor was also removed.